Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for erroneous results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there were erroneous results. This event occurred 30 times. The following information was provided by the initial reporter. Customer reports false positive results for toxo m and hiv in sst 5ml gel tubes. Reports that the centrifugation is 3500 rpm during 10 minutes (higher than recommended by IFU).